Event description:
It was reported that the pulse generator system eroded through the patient¿s skin. The whole system including the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were removed for infection. The patient¿s condition was stable. Reference report mw5175245, mw5175247. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).